Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years due severe aortic regurgitation, secondary to dehiscence of the prosthetic valve. Evaluation of the prosthetic valve revealed a completely dehisced segment approximately 1/3 of the circumference of the annulus. The device was removed. Evaluation of the sinus of valsalva revealed enlarged sinuses of valsalva with poor tissue to accept a prosthetic valve replacement. Given the quality of the tissue, decision was made to perform a complete aortic root replacement and aortic valve replacement with another edwards prosthesis. Once the patient was weaned from cardiopulmonary bypass, the pericardial valve was functioning properly. This was deemed a good result.

Manufacturer narrative:
(B)(4). Ring or valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. In this case, evaluation of the sinus of valsalva revealed enlarged sinuses of valsalva with poor tissue to accept a prosthetic valve replacement. This poor tissue quality may have caused or contributed to the dehiscence of the previous valve. Unfortunately, the root cause of this event cannot be conclusively determined with the available information.